Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but issue persisted, so customer transitioned to multiple daily injections for backup insulin therapy while technical support arranged shipment of replacement pump, provided storage and return instructions for problematic pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.